Event description:
Olympus was informed that a patient underwent a laparoscopic hysterectomy bilateral salpingo-oophorectomy procedure using a morcellator. It was alleged that the use of the morcellator led to the upstaging, dissemination, and seeding of malignant cells. The patient also had an occult uterine malignancy that was later diagnosed as leiomyosarcoma. Olympus contacted the user facility via telephone and in writing to obtain additional information regarding the reported event but with no success.

Manufacturer narrative:
No device has been returned to olympus for evaluation. However, olympus cannot conclusively determine the exact cause of the reported phenomenon. Olympus will continue to investigate this report, and if additional significant information becomes available at a later time, this report will be supplemented.